Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not been returned to the distributor for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Manufacture dates monitor - (B)(4) - 03/23/2016, belt - (B)(4) - 07/23/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) at 8:30 am. Clinical review of the patient's downloaded ECG data shows that the patient experienced an inappropriate defibrillation event on (B)(6) consisting of five shocks (2:27:25 am, 2:28:04 am, 02:28:39 am, 02:29:11 am, and 02:50:16 am), prior to their passing. Throughout the entire event the patients' rhythm was sinus tachycardia from 110-120 bpm with oversensing of low amplitude cardiac signal, multiple counting, and motion artifact. The multiple counting satisfied the rate detector of the detection algorithm. The response buttons were pressed intermittently from 02:48:24 to 02:48:35, between the fourth and fifth shocks. The response buttons functioned appropriately. The patient was not wearing the lifevest at the time of death. There is no indication that a device malfunction caused or contributed to the patient's death. Reporting event due to inappropriate treatment within 24 hours of death.